Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation. Reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken wherein the lead was re-positioned. Effective therapy restored post-op.